Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: investigation of returned device found that the iris valve would not stay in place when rotated. There were severe scrapes on the gray positioner. The device was found to leak with the dilator in place and the system still loaded. The graft was then deployed. At this time, it was observed that the graft had been modified, presumably by the physician. There was a fenestration applied to the device. Based on the damage to the gray positioner and the evidence of device modification, plausibly the valve became damaged during the physician modification of the graft and re-sheathing. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: at the moment of turning the hemostatic valve to the close position it didn't hold up generating risk of excessive bleeding in the patient. Patient outcome: the patient did not experience any adverse effects due to this occurrence.